Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl. Troubleshooting found that the customer wore the infusion sets for 5 days and was advised that was not recommended. Customer declined high blood glucose troubleshooting as they determined the high was due to wearing the infusion sets for too long. Customer was advised that the infusion sets would be replaced. No further details given.